Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) lead suture broke. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture broke and the needle was left inside the patient. The procedure was completed with another capio device and suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.